Event description:
A complaint was received on a customer's freestyle meter. The customer's family member reported that their pt was hospitalized due to severe hypoglycemia. Pt had been twitching during the night. Their family member immediately tested their and obtained a result of 68mg/dl. Their was given sweet syrup and rushed to hosp where further tests were performed. The freestyle meter results were compared with results taken on an elite meter at the hosp. The following results were obtained: freestyle 283 vs elite 113. Freestyle 173 vs elite 90. The family member is convinced that the treatment given to their pt the previous night based on a reading obtained of 450mg/dl is the cause of the severe hypoglycemia. The pt was released from hosp.